Event description:
During a supraventricular tachycardia procedure, there were deflection issues with the catheter resulting in a delay to the procedure. The catheter was advanced through the inferior vena cava into the right atrium, but the torque was not transferred to the catheter. The short sheath was exchanged to a long sheath, but there was no resolution in the torque. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bends in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends remains unknown.